Manufacturer narrative:
Updated fields - b4, d4 expiry date, UDI number, d9 device available for evaluation and date return to manufacturer, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: d4 lot number the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender and pressure tubing was also returned. The optical fiber was found to be broken within the membrane approximately 23.4cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Due to character limitations in e1 event site city - (B)(6). Updated fields - b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code), h11. Corrected field - e1(event site city).

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 event site address is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon catheter was inserted on the blood pressure signal from the optical sensor disappeared. After that, blood pressure signals were obtained using a blood pressure transducer, and iabp therapy was continued. No harm.